Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible single under-sensed event noted on ventricular electrogram during the patient's arrhythmia. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.